Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an open area above the device pocket incision which was discovered by the nurses at the nursing home. When the patient presented at the clinic for device evaluation, pocket erosion, and infection with some drainage were noted. The physician mentioned the patient had fallen and tissue was noticed on the system. Far r wave oversensing with inappropriate auto mode switch (ams) was also observed. No programming change was made since the patient was given antibiotics and admitted to the hospital for the system explant procedure. The system was explanted and replaced. The pacemaker pocket was cultured for staph aureus, but no bacteremia was found. No vegetation was shown either. The patient was stable before, during and after the procedure and discharged. Related manufacturer reference number: 2938836-2019-15541; related manufacturer reference number: 2938836-2019-15702.